Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley tray 10cc syringe of sterile water tip broke off in the inflation port. Per follow up via email on (B)(6)2023, it was stated that the only sample available was the foley that had a hole in the tubing, not the foley where the balloon was lopsided because it was used, they could not save it. Patient with lopsided foley was okay, but was very uncomfortable therefore they removed the foley and that was when they realized that the product was deformed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "poor interface of tip with inflation valve". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "attach the water filled syringe to the inflation port. Proceed with catheterization in usual manner using the dominant hand a. When catheter tip has entered bladder, urine will be visible in the drainage tube. B. Insert catheter two more inches and inflate catheter balloon inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Note: use of less than 10cc can result in asymmetrically inflated balloon once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck" h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that foley tray 10cc syringe of sterile water tip broke off in the inflation port. Per follow up via email on (B)(6) 2023, it was stated that the only sample available was the foley that had a hole in the tubing, not the foley where the balloon was lopsided because it was used, they could not save it. Patient with lopsided foley was okay, but was very uncomfortable therefore they removed the foley and that was when they realized that the product was deformed.